Event description:
The customer reported the ventilator would not power up. The customer reported the device was not in use therefore there was no patient involvement. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse recommended replacement of the power supply to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.